Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication (unknown concentration and dose) via an implantable infusion pump. The indication for use (IFU) was noted as non-malignant pain. The patient reported that the catheter was crystallized and that there were no fluids coming out. The event occurred in 2009; the event date is an approximate date. No symptoms were reported. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they "have a catheter just floating around in them due to crystallization." The catheter cracked and "other stuff like that". There was corrosion in their pump and that it had to be replaced due to that as iodine transferred and caused a chemical reaction. The patient thought their second pump was replaced due to the battery. The patient mentioned that they now were having throat problems, but they don't know what it is related to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.